Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 611mg/dl upon admission and diagnosed with diabetic ketoacidosis. Customer support (cs) reviewed the pump and although the basal total and basal history did not match, the total daily dose bolus history shows patient had not been giving themselves boluses. Also the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2014 with the following findings: history shows the pump was running on the default year of 2007 from (B)(6) until (B)(6) 02:21 when a manual time change was made. The pump was exercised for 24hrs with a 1.0u per/hr basal rate; at end of duration test the total daily dose basal history correctly equaled 24.0u. A 10u audio and 10u normal bolus were successfully completed and accurately recorded in pump history. The total daily dose adds up correctly and reflects the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint. The battery compartment is cracked from bumper pad to cover; returned battery cap is able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.